Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the battery charger, 120 volt was smoking during charging. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the battery charger, 120 volt" was smoking during charging. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The customer comment was confirmed. It was found that a piece of a module had broken off and landed on the pcb assembly causing the pcb to short which then caused the pcb to smoke. It was also found that 2 other modules were corroded and worn. The affected modules and the pcb assembly were replaced the charger was returned to the customer.